Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the subglottic port tip has cracked. Tracheostomy was changed to same type and size. There was an increased oral suctioning as they noted less secretions aspirated via subglottic port. The tracheostomy tube was changed no further fault noted. There was patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under visual inspection the suction connector seems to be without any defect. Then a luer slip syringe was inserted into the connector and a crack was observed. It was confirmed that the blue suction connector has a crack at the tip. The defect can be caused by applying excessive force when connecting to a syringe or during the connection of the suction device. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.